Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported a shaft leak occurred. During preparation for use, outside the patient, a spiroflex® vg angiojet® thrombectomy set was noted to have fluids leaking midway through the catheter shaft . The procedure was completed with a different catheter. No patient complications were reported.